Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm valve of the same model. The reason for the replacement was reported as significant central regurgitation. No additional adverse patient effects were reported. Additional information was received which stated that during the implant procedure of this 27mm aortic bioprosthetic valve, the valve was sized using the valve sizer during a bentall procedure which was reported to be a lengthy procedure lasting 23 hours. It was mentioned that the patient had an ascending aorta aneurysm. It was further clarified that the 27mm valve was explanted due to suspicions of central regurgitation or paravalvular regurgitation. It was further reported that the physician suspected incomplete suturing of the 25mm valve leading to regurgitation. It was then stated that the regurgitation initially seen with the 25mm has since stopped. It was stated that 3 days after the procedure, the patient had awakened and was gradually improving. No additional adverse patient effects were reported.